Manufacturer narrative:
This report is being filed on an international product, list number 07p87 that has a similar product distributed in the us, list number 07p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for one patient. The patient has a history of hepatitis b infection and is taking rituximab and is undergoing prophylaxis with lamivudine. The following data was provided (the cutoff is 1.00 s/co): sid 03010684 processed on 09apr2025 = 0.86 and 0.88 other alinity = 0.84 s/co repeated after calibration on 10apr2025 = 0.85 s/co. In february 2025 anti-hbc = 0.93 s/co. Other results: hbsag = 0.43 s/co nonreactive. Anti hbs = >1000 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A search for similar complaints identified an increase in complaint activity for lot 65308be00, however, no increase in complaint activity was identified for list number 07p87. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 65308be00, which contains the same bulk material as lot 65308be00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot 65308be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hbc results for one patient. The patient has a history of hepatitis b infection and is taking rituximab and is undergoing prophylaxis with lamivudine. The following data was provided (the cutoff is 1.00 s/co): sid (B)(6) processed on (B)(6) 2025 = 0.86 and 0.88 other alinity = 0.84 s/co repeated after. Calibration on (B)(6) 2025 = 0.85 s/co. In (B)(6) 2025 anti-hbc = 0.93 s/co. Other results: hbsag = 0.43 s/co nonreactive. Anti hbs = >1000 miu/ml no impact to patient management was reported.